Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. No unexpected pump error alarms noted during testing. However, the formatted history file confirmed pump error alarm ((B)(4)) on (B)(6) 2021 00:43:00.000 due to moisture damage to electrical board1 board and electrical board 2 board as per global logic analysis ((B)(4)). Found moisture damage to motor assembly, electrical board1 board and electrical board 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly.

Event description:
Information received by medtronic indicated that the insulin pump had software error alarm. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.